Event description:
Event description guidant received information that this ventricular lead triggered the device's safety switch warning screen appeared. Daily measurements were normal and there was no noise on the electrogam. The field representative was unable to determine if the impedance measurement that triggered the lead safety switch was below 100 ohms or above 2000 ohms. There were no adverse patient effects.